Manufacturer narrative:
Concomitant medical products: PICC, (4)mz1000-07. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that in the cvicu, a set was connected to a single lumen PICC, and leakage was noted. The customer states both areas of leakage are marked on the product. The patient was receiving tpn, smof, heparin, milrinone, and dexmedetomidine. The patient received a full line change, including receiving new medication, and the cap on the PICC was changed. There was no patient harm.

Event description:
The customer reported that in the cvicu, a set was connected to a single lumen PICC, and leakage was noted from multiple "caps". The customer states the areas of leakage are marked on the product with orange tape. The patient was receiving tpn at a rate of 15.5 as carrier, smof, heparin, milrinone, and dexmedetomidine. The patient received a full line change, including receiving new medication, and the cap on the PICC was changed. There was no patient harm.

Manufacturer narrative:
Additional information provided by the customer determined that the suspect device was actually concomitant, therefore this MDR is no longer needed.

Manufacturer narrative:
Follow up 1: disregard supplemental #1 as the product was shown during investigation to be a source of one of the reported leaks. The customer's report of leakage was confirmed. Testing resulted in leaking from the top of the valve. Inspection of the valve top under magnification showed a microchannel/scratch within the interior diameter. The cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve which creates a fluid path. The root cause of the microchannel is a manufacturing issue.

Event description:
The customer reported that in the cvicu, a set was connected to a single lumen PICC, and leakage was noted from multiple "caps". The customer states the areas of leakage are marked on the product with orange tape. The patient was receiving tpn at a rate of 15.5 as carrier, smof, heparin, milrinone, and dexmedetomidine. The patient received a full line change, including receiving new medication, and the cap on the PICC was changed. There was no patient harm.